Event description:
A conference abstract by cullen, m.r., and lee, g.r., ¿evaluation of free thyroxine and high sensitivity cardiac troponin duplicate testing,¿ clinical chemistry and laboratory medicine, 2026; 64(4): ea78. Doi: 10.1515/cclm-2026-0148, describes the use of routine duplicate testing as a risk management strategy to detect analytical errors in elevated alinity I free t4 results generated by the alinity I processing modules. Duplicate testing was performed for all elevated alinity I free t4 results >20 pmol/l. Results were assessed using a predefined acceptability criterion of a >20% difference at concentrations =20 pmol/l. Ninety-two duplicate pairs were analyzed, from which only one demonstrated an analytical error (1.1%). No impact to patient management was reported.

Manufacturer narrative:
Section e: e1: address 1: complete address information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.